Manufacturer narrative:
Findings: unit passed the displacement test, rewind, basic occlusion test and prime/a33 test. Unit received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
No blood glucose levels reported. The customer reported a motor error alarm from the insulin pump. No additional information was provided.